Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted message was noticed upon setup. Troubleshooting using the ndi toolbox indicated a bump detected accuracy assessment was recommended. Hardware, configuration, and internal temperature were all okay. A red light emitting diode(led) was observed on the power supply unit (psu). There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:(9735821), ubd: unknown, UDI: unknown. H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable.  A1102 applies to localizer faulted and bump detected. A05 applies to localizer faulted and red led was observed on the psu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.